Manufacturer narrative:
Initial and final MDR 1886030 - MDR 3003442380-2024-07884 - device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-may-2024, it was reported that the infusion set fell off during use for12 to 24 hours. All events happened within last 2 months. The patient replaced infusion set and resumed insulin successfully. No further information available.